Manufacturer narrative:
The patient was born on an unreported date in (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to a ¿vision problem¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). Two weeks after peritonitis onset, the antibiotic treatment was discontinued, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.